Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Other information requested is unknown. - were there any patient consequences? If yes, please describe. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent full-term pregnancy on (B)(6) 2024 and suture was used. At 9:30, the patient underwent surgery under spinal anesthesia and was successfully delivered. The doctor used suture to suture the skin, but the suture broke. The doctor checked that the skin needle was intact. Immediately replace the skin needle with a new one for suturing the patient.